Manufacturer narrative:
Device not returned for evaluation. The documents submitted were in spanish and have been roughly translated. There is a reference to infection (native valve endocarditis and mechanical valve thrombus). It is unclear if the edwards device was infected, and the source and type of infection is not noted. However, the device is being returned. On 11/13/2010, we requested clarification of events, additional reports, source and type of infection, and a copy of tee cd. A device history record review is in progress and the investigation is on-going.

Event description:
It was reported that the device was explanted after tee showed mitral regurgitation. Surgeon provided the description as "prosthesis implanted with mattress everting sutures. After tying sutures, the holder was removed, the defect over the two leaflets was evident but as this tissue is different, we decide to continue. The tee showed mitral regurgitation". It is clear that there were 3 devices involved with this patient. A previous device was explanted (mechanical valve) after approx 1 month due to "thrombus because of native valve endocarditis". There is a notation that "the sizer couldn't enter inside the left atrium "too big" so we decide to download 1 size, the carbomedics valve explanted. The edwards device was implanted as a replacement and explanted due to regurgitation. It was replaced with a st. Jude bicor 27mm valve. On (B)(6) 2010, the patient expired.

Manufacturer narrative:
Evaluation summary: as received commissure 3 is pushed outwards which led to a large gap at the coaptation region. The leaflets attached commissure 3, leaflet 2 and 3, are stretched yet intact. The x-ray demonstrates stent distortion. The valve is not suitable for functional testing as discussed during the erb meeting on (B)(6) 2010. The valve was examined visually and with a light microscope. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the valve was received in such a state as to make it unsuitable for functional testing. We are unable to determine the root cause for the present condition of this device.